Event description:
A patient underwent uncomplicated cataract surgery with hydrus microstent implantation in (B)(6) 2021. The patient had early primary open angle glaucoma (on two medications) with no history of inflammation. On 1-day follow-up, the intraocular pressure (iop) was in the mid-teens with 20/25 visual acuity (va). After completing the initial steroid taper, the patient returned on an unknown date with anterior uveitis and was started on durezol. After completion of durezol treatment, the eye was quiet, but inflammation returned. The hydrus microstent was in good position with some peripheral anterior synechiae, as noted by the surgeon's colleague. An anterior segment specialist ruled out retained lens material and completed a systemic inflammatory workup, which was negative. On (B)(6) 2021, the patient had symptoms of photophobia with 2+ cells and flare. The patient was started on steroids and the surgeon is considering explantation. The patient failed to return for follow-up visits on (B)(6) 2021 and in early (B)(6) 2022.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Ocular inflammation, photophobia and device explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).